Event description:
The customer has called philips to ask about the device. The device shows a delivery of 201j at the setting of 200j on screen, but the customer's test devices only measures 30j. There was no reported patient involvement.